Manufacturer narrative:
A full review of all lot dhrs was performed for part number p30-l1-5548 released prior to (B)(6) 2017. All were released as conforming to all design and material specifications.

Event description:
It was reported that the patient underwent a surgical procedure that resulted in a non-union. The original surgery took place on (B)(6) 2017. According to the reporter, there was a non-union between the patient's bone and the graft. The surgeon stated that there was not enough applied compression across the surgical site which may have caused excess shear on the implant. The nail broke post-operatively and was removed and replaced during the revision surgery. During evaluation and investigation, both implants were manufactured according to specification with no deviations found.